Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction: the video connector socket was worn out. But, the cause of the worn video connector socket was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the image was interrupted because the video connector socket was worn out. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the interference stripes occurred with 190 endoscopes, and the image was interrupted due to the video connector socket being worn out. The camera heads of the 190 series could be easily removed or extracted from the base without pressing the eject button.  The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.